Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-08120. It was reported the patient's ipg was explanted on an unknown date due to unknown reason. Patient underwent surgical intervention on (B)(6) 2023 during which the lead was also explanted due to unknown reason and a new system was implanted. Patient is receiving effective therapy.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Patient's dob has been corrected.

Event description:
Related manufacturer reference number: 3006705815-2023-08120. It was reported patient's ipg was infected and explanted at an unknown time. The lead was accidentally cut upon removal of the infected ipg and left in the patient's body. Surgical intervention took place on (B)(6) 2023 during which the lead was explanted and a new scs system was implanted. Therapy was restored post-op.